Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed.

Manufacturer narrative:
The battery was returned to the manufacturer for analysis. Analysis found that the battery measured 12 vdc and the ups had open fets draining the battery. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The ups was returned to the manufacturer for analysis. Analysis found that the ups had open fets. All the other outputs measured as expected. The power button illuminated as intended and powers the ups on and off. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries and the uninterruptible power supply (ups) needed to be replaced. They were replaced. It was confirmed that the new uninterruptible power supply (ups) led's were illuminating properly, and system booted up as intended. The hardware and software passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a procedure the system randomly shutdown. It was unable to power back on during the case. The surgeon switched to a different navigation system and finished without issue. Later when attempting to power on the system, the power button would illuminate for a few seconds and then shut off. After removing the panels, it was noticed that the uninterruptible power supply (ups) while turned off but plugged in was flashing red on the "err" led. A second, functional system did not have the flashing red led, just 2 greens on "ac" & "v2" and 1 amber on "batt." There was no patient impact reported and a less than one hour delay to surgery.